Event description:
It was reported that during a transcatheter aortic valve implantation procedure via transaxillary access into a patient with an annulus perimeter measuring 89 mm with a larger left ventricular outflow tract (lvot), a pre-dilation was performed with a 26 mm non-medtronic balloon. Access was obtained via surgical cut-down of the subclavian artery. A load check was performed and confirmed satisfactory. During the first valve deployment attempt, the implantation depth was too deep and significant parallax was present. A second deployment attempt was made, but the implantation depth remained unsatisfactory at approximately 6 mm at the non-coronary cusp and 8¿9 mm at the left coronary cusp. Advice was given to perform another recapture and restart from a higher position while applying forward pressure on the wire and delivery catheter system; however, the valve was released prematurely. As a result, the valve was deep in the lvot causing severe paravalvular leak (pvl). Snaring was attempted, which was described as technically challenging. The first pull did not change the valve position, and a second snaring maneuver caused the valve to dislodge, after which the patient remained relatively hemodynamically stable. The team decided to implant a second valve and selected a 29 mm balloon-expandable valve. To secure the first displaced valve and allow passage of the second valve, a snaring attempt from femoral access was performed but was unsuccessful due to inability to securely grasp one of the paddles. During the snaring attempt, the second valve was advanced and was reported to have safely passed through the frame of the displaced valve. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0013379986); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: six intraprocedural fluoroscopic media files were submitted for review. Fluoroscopic valve load inspection imaging was not provided; therefore, confirmation of appropriate valve loading could not be performed. The available imaging demonstrates that pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation attempt. The imaging also suggests that alternative access was utilized for the procedure. It was reported that the initial implantation attempt resulted in a deep valve position requiring recapture. Imaging of the valve depth during the subsequent implantation attempt, in what appears to be a cusp overlap view, demonstrates the valve frame positioned deep relative to the non-coronary cusp, estimated at approximately 8 mm, which would prompt a recapture. As stated in the instructions for use, the recommended target implant depth is approximately 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. It was reported that the valve was released prematurely, resulting in dislodgement toward the left ventricle with significant aortic insufficiency/paravalvular leak noted. In this case, the most probable cause of ventricular dislodgement was the deep positioning of the bioprosthesis relative to the aortic annulus. Subsequently, the valve was snared, which resulted in dislodgement into the ascending aorta. A non-medtronic valve was then implanted successfully, and the final aortogram reportedly demonstrated no evidence of paravalvular leak. The patient was reported to be alive with no injury. The patient executive summary was not available for review; therefore, a comprehensive anatomical assessment could not be completed. Documentation indicates the patient¿s annulus perimeter measured 89 mm, suggesting use of a 34 mm evolut valve. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.